Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error message was displayed at power up. The programmer stopped at the error and would go no further. It was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of an error message at power up. The programmer booted correctly and passed testing. Two system errors were noted in the programmer history log, but they had occurred over two years prior. The printed circuit board was replaced as a preventive measure, and the hard drive was reconfigured, with software reloaded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.